Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and retainer ring was intact of the insulin pump. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting and declined for the high blood glucose. The customer was not using automode. The insulin pump will not be returned for analysis.